Event description:
The manufacturer received information alleging a e70 cough assist delivered high inspiratory pressure and failed to deliver the negative pressure required to clear the patient's secretions. There was report of patient harm or injury. An investigation is still ongoing. A follow up report will be filed when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported an e70 cough assist delivered high inspiratory pressure and failed to deliver the negative pressure required to clear the patient's secretions. There was no report of patient harm or injury. The manufacturer received the cough assist device for evaluation and could not duplicate the event. The evaluation of the device shows no permanent defect, damage or malfunction. Based on the evaluation of the device and the review of all available information associated with the complaint record, an intermittent valve issue is the most likely cause of the overpressure with no exsufflation condition.